Event description:
It is reported that patient underwent a hip revision due to pain. At time of revision, loosening of the acetabular shell, corrosion around femoral neck and stem taper, as well as milky fluid in the joint space were noted.

Manufacturer narrative:
Evaluation summary: the devices had an in-vivo time of 22 months at the time of revision. Neither operative notes nor x-rays have been returned for review. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, a definitive root cause cannot be determined. Evaluation codes: manufacturing documentation was reviewed and found conforming to requirements at the time of manufacture. The components were confirmed as compatible with one another. No additional complaints have been received against any of the manufacturing lots of the products related to this complaint. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the two years following implantation,the patient has experienced pain and weakness. Revision surgery was performed. Medical records report that the revision included a radical excision pseudotumor left hip and pelvis, decompression of the femoral nerve, decompression of the lateral femoral cutaneous nerve, revision left total hip of the femoral head. Attempts have been made, and no further information has been provided.